Event description:
It was reported that there were no atrial markers on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4054, implantable pacing lead, (B)(6) 2001. (B)(4).